Manufacturer narrative:
The customer did remember seeing the qc checkmark on the meter. The customer's meter has not been cleaned before. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 397394) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient.

Event description:
The initial reporter complained of questionable high inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 at 5:01 am the meter result was 2.3 inr. On (B)(6) 2019 between 6:00 am and 7:00 am, the result from the laboratory was 1.0 inr. On (B)(6) 2019 at 5:00 pm the meter result was 4.0 inr. On (B)(6) 2019 at 7:30 pm the laboratory result was 3.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The results in question were reported to the customer's doctor but the laboratory results were deemed to be correct. The customer will "eat greens as needed."